Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are experiencing delayed reaction when pressed causing bolus delivery to be cancelled. The patient reportedly wears the pump under clothing, against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. None of the keys spring back or click normally. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.